Event description:
The baxter tech reported an infusion pump with failure code 32 during service. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event.